Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the patient being unable to sync with their right side ins was that the battery needed to be replaced. The patient ended up going to the neurologist and the issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the battery replacement was on (B)(4) 2018. It was ok. Right side voltage was 2.91v, left side voltage was 2.92v. The patient's weight was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia and movement disorders. It was reported on the day of the call the patient was unable to sync with the right side ins noting she was only seeing the "poor communication" screen on that side. The patient could sync with the left side ins just fine. The patient had an appointment with her hcp scheduled for (B)(6) 2018. No symptoms or complications were reported or anticipated.